Event description:
On event date pt arrived in outpatient IV with PICC line dangling from pt's left upper arm. The dressing was intact. The PICC line needed to be recannulated. Pt was prepped and draped under sterile procedure. The PICC line was cut and an hdc v cath 5 fr sheath introducer was threaded over the catheter. The v cath was then inserted into the pt without difficulty. A hemostat was clamped to the end of the catheter and rn began to remove the PICC line. It snapped without resistance. The rn never saw the other end that was inside the pt's arm. A tourniquet was applied to the arm immediately and pt was instructed not to move pt's arm. Dr was notified and pt was sent to invasive radiology/cath lab within 15 mins on event date. Scout x-ray images of upper left arm obtained in multiple projections.